Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Follow-up provided details that the implant surgeon was new to hernia repair surgery and therefore advised the pt to see the director of the (B)(6) hernia society. The director suggested that the pain was most likely the result of the mesh implantation surgery. He advised physical therapy or a possible mesh explant.

Event description:
(B)(6) 2009: pt had bard composix mesh (3x6) implant to repair hernia. It was reported in (B)(6) that the abdominal wall of the pt is stiff. She felt hard painful after walking over 10 mins. Now the pain is getting harder after walking over 5 mins and sitting. The pt can't walk or sit any more and appears bedridden.